Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt contacted lfs in 2009 alleging erratic readings on her one touch ping meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to the pt to contact mss to obtain further clinical info. The pt mentioned that she would do consecutive readings and obtain different results each time. The pt mentioned that the same day at 9:58 am she obtained a result of 144 mg/dl, 187 mg/dl, and 172 mg/dl. Results were less than 5 minutes apart from one another. Results were less than or equal to 20 mg/dl (1.11 mmol/l) or 20%. She did not exhibit any symptoms at the time of testing or seek any medical attention. The pt mentioned that two days prior to contact lifescan, 3 hours after testing her blood glucose, she developed symptoms at 11:00 am of feeling sweaty and shaky. She did not seek any medical attention or contact her physician for assistance. A quality control test was done and the test strips passed using the control solution. The meter was replaced. No further clinical info was provided. It would have been helpful to know what readings the pt obtained on event date prior to exhibiting symptoms and how long symptoms lasted. The complaint is being reported since the pt alleged that due to the erratic readings on her meter she developed symptoms suggestive of hypoglycemia.